Event description:
Pt was receiving chest compressions and manual ventilation. Hcp began ventilating the pt but was having difficulty getting a seal with the mask and said the air was not going in. When the next therapist arrived she tried holding the mask while other bagged but said she felt no resistance. They switched roles, but they were unable to ventilate. Md arrived and was unable to ventilate pt and asked for another bag. Another bag quickly arrived and worked correctly.